Event description:
A malfunction was reported with a malfunction code "malf 12" displayed. There was no reported adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, which the customer followed successfully. The customer resumed using their pump without any recurrence of the malfunction and agreed to reach out if the issue reappeared within 24 hours or any other malfunction occurs.